Event description:
The advocate stated the customer received a blood glucose reading of 67 mg/dl from her breeze2 meter and a reading of 209 mg/dl from the advocate's contour meter. The difference between the readings falls in the "c" zone of the consensus error grid, making the difference clinically significant. No adverse events were alleged. The advocate was advised to return the breeze2 test strips for evaluation. Replacement strips were sent to the customer.